Event description:
This event was reported as valve explanted after approximately 4 months implant duration due to staphylococcus epidermidis endocarditis, source unknown. Large vegetations on valve and aortic root. No further info was provided.